Manufacturer narrative:
The case assessment based on the provided information identified synovitis and foreign body granulomatous reaction are the likely cause of the event. Also poor native tissue, could be a contributing factor in preventing the graft incorporation; a link between the reported event and the graft was not identified during the case assessment. A review of the device history record (DHR) indicated the device identified in this report met all manufacturing requirements. The manufacturer for the device at the time was pegasus biologics, inc. Synovis orthopedic and woundcare, inc is the reporting company for the event. The event occurred prior to synovis acquiring pegasus biologics.

Event description:
Pt with a chronic left achilles tendinosis underwent orthadapt implantation and topaz. Approximately six months post-op, pt started to experience pain at the achilles. An MRI seven months post-op indicated inflammation and thickening of the tendon. During surgery approximately nine months post initial repair, several areas of systic and fibrotic tissue were noted on the achilles tendon and sheath; both the graft and the cystic/fibrotic tissue were excised.